Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the camera control unit had error code e116. The issue occurred during the therapeutic procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issues. Based on the results of the investigation and the information provided, the issues could not be reproduced. The root cause of the event could not be determined. Olympus will continue to monitor the field performance for this device.